Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that they lost the sensor capability with their implantable neurostimulator (ins). The patient had to play with settings to get relief. Before, the patient did not have to make adjustments with the patient programmer. No diagnostics were done and the patient was advised to meet with their health care provider (hcp). No surgical intervention was done and it was unknown if surgical intervention was planned. The issue was not resolved at the time of this report.